Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 event site name was shortened due to character limitations. The complete name is (B)(6)hosp. E1 event site telephone was shortened due to character limitations. The complete telephone number is (B)(6).

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) failed to automatically inflate. The unit was deactivated and replaced with a backup machine for normal use. There was no patient harm caused on site.

Event description:
N/a.

Manufacturer narrative:
The 5000 hr maintenance kit, manifold drive and safety disk were replaced by the fse. The unit passed all functional and safety tests.